Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a crossing difficulty occurred. The target lesion was located in the calcified and tortuous mid to distal right coronary artery (rca). The 3.00x24mm promus element plus drug eluting stent (des) was advanced to the lesion but was unable to cross. The procedure was completed with the implant of a 3.0x15mm non-bsc des and the implant of a 2.5x12mm promus element plus des. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent separation.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device analysis revealed the stent had detached from the catheter and was not returned. A visual and microscopic examination found that the balloon wings were not properly folded and therefore appeared to have been subjected to positive pressure. The shaft was torn/ pinched at the back of the port bond over a length of approximately 3mm. A leak test could not be performed due to solidified blood and/ or contrast media in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).